Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that cutting failure of the probe occurred during surgery. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another one. There is no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
One complaint sample was returned and visually inspected and deemed conforming. Actuation, cutting and aspiration test were performed and deemed conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was no other complaint for the reported issue. The root cause for the reported event cannot be determined from this evaluation. The product met specifications. The manufacturer internal reference number is: (B)(4).